Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 102mg/dl. Reportedly, tubing was not bent. However, customer reported resolving occlusion alarm by straightening the tubing and resuming insulin delivery.